Manufacturer narrative:
H10: the actual device was not available; however, the device was evaluated on site by a non-baxter technician. During visual inspection the technician found that an internal three-way connector (no indication which one) was aged or broken. The reported condition was verified. The component was replaced, and the machine was returned to service without any other problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed in an ak 96 machine during the disinfection phase. No alarm was reported. The internal thee way joint was observed cracked. There was no patient involvement.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.